Event description:
Healthcare professional reported "patient had a lap vertical roux en y gastric bypass approximately 6 years ago then had a lap revision of prior gastric bypass procedure and gastrojejunostomy with gastric band approximately 1 year ago. Presented to m.d. Office 4 months ago with complaints of ruq pain and occasional epigastric pain. Upper gi done at that time showed small hiatal hernia. Removal of band done approximately 3 months later showed leaking adjustable gastric band so band exchanged. Device usage problem: device failed (broke, couldn't get it to work or stopped working.)"

Manufacturer narrative:
Taper ii. The report of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done.